Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation there was no reported product deficiency. Myocardial infarction, shock, and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, the lesion was not pre-dilated prior to the implantation of the xience v stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is unknown how the failure to pre-dilate the lesion prior to stent implantation may have contributed to the patient effects.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the ramus artery with one xience v stent, the distal circumflex with one xience v stent, the first obtuse marginal with one xience v stent, the distal left anterior descending artery with one xience v stent, and in the mid right coronary artery with one xience v stent. On (B)(6) 2010 the patient was hospitalized with respiratory distress, cardiogenic shock and acute myocardial infarction. Treatment included intubation and an intra-aortic balloon pump. Since the patient was a poor surgical candidate, the patient's family opted to remove the ventilation support and the patient died on (B)(6) 2010. Though requested, no additional information was provided.